Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.7. Date: (B)(6) 2010, inratio: 1.4, re-test: 2.4 (4 hours later). Patient last dose of coumadin was on the (B)(6) 2010.

Manufacturer narrative:
Investigation pending.